Event description:
Material # 393526. Batch # 4032624. Inserted bd nexiva closed IV catheter system with nearport IV access, the line flushed several times. Registered nurse (rn) hung IV fluids, and the line would not flush. Rn checked the nexiva and the catheter was bent. Rn told this nurse this has happened several times with the new nexiva ivs.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 393526 and lot number 4032624. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information